Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus and a stroke occurred post procedure. On (B)(6) 2018 a watchman ® laa closure device was successfully implanted during a laa closure procedure. One week later the patient experienced a stroke. Diagnostic testing was performed and the closure device remained well positioned and sealed, however, thrombus had formed on the face of the closure device and was believed to be the cause of the stroke. It was noted that based on the patient's history of gastrointestinal (gi) bleeding the patient was not able to follow the warfarin and aspirin regimen; the patient was taking aspirin and plavix. The patient is currently doing fine and in stable condition.

Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, describe event or problem, manufacturer name, upn- search, device lot number, device expiration date, mfg site name, if follow-up, what type, device manufactured date, addt'l MFR. Narrative : updated. If implanted, give date update from (B)(6) 2018. (B)(4).

Event description:
It was initial reported that the closure device was implanted on (B)(6) 2018; however it was further report that the closure device was implant on (B)(6) 2018. The patient was discharged the following day. On (B)(6) 2018 they were readmitted with symptoms of generalized weakness and headache. The patient was diagnosed with a small acute to subacute ischemic infarction in the left frontal centrum semiovale. The patient was placed on heparin drip (gtt) and was discharged on warfarin. At the time of discharged their symptoms had almost completely resolved.